Manufacturer narrative:
(B)(4). Batch # k5et03. The analysis showed that the ats45 device was received in good visual condition and with two 6r45b cartridges reloads present. The reload (b) was received partially fired 2/3 and with the cartridge lock out tab normal. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing, the device will push the cartridge forward resulting in the pan to partially or completely dislodge. The reload (c) was received fully fired. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. An intra-operative photo was received. The staples protruding from or at the cartridge deck indicates the device did not complete a full firing. The potential damage seen to the cartridge deck may have caused the incomplete firing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Intra-operative photo received. The staples protruding from or at the cartridge deck indicates the device did not complete a full firing. The potential damage seen to the cartridge deck may have caused the incomplete firing, but it is unknown what the root cause is without further device analysis.

Event description:
It was reported by the sales rep that during a laparoscopic appendectomy procedure, on the first firing, doctor fired blue reload on appendix. A loud noise was heard during firing. Upon opening device, there were staples not formed and an opening in the cecum with bowel contents released into abdominal cavity. Case completed with same stapler, a second blue reload was used on cecum without incident and with good staple form. Abdomen washed out laparoscopically. Patient was given antibiotics intravenously by anesthesiologist.